Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds since implant and loss of capture. The leadless ipg was inactivated and replaced by a transvenous ipg system. No further patient complications have been reported as a result of this event.